Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2013; 429688, implantable pacing lead, (B)(6) 2013; 693565, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that following the implant procedure the patient developed a hematoma with infection and pocket erosion. Cultures were taken and the patient received antibiotic therapy. It was also reported that the right and left ventricular leads had an increase in impedance. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.